Event description:
It was further reported that the patient was experiencing pain in the device area and his was the reason for the pocket revision.

Event description:
It was reported that the seven months post implant of the implantable cardioverter defibrillator (ICD) the patient had a pocket revision. It was also noted that the impedance on the superior vena cava (svc) coil of the right ventricular lead was high and triggered and alert. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, implantable tachy lead, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013; 4194, implantable pacing lead, (B)(6) 2013. (B)(4).